Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts. Customer declined to provide any additional information.